Event description:
Subsequent to the initial medwatch report filed, the following information is corrected: reportedly, when the second proglide device was used and during harvesting the suture, the suture was found torn (suture break). Sutures from two additional proglide devices were successfully placed using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. No additional information was provided.

Event description:
It was reported that suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6f and scar tissue was present at the access site. Reportedly, the sutures of the first proglide device were successfully placed using the preclose technique. A second proglide device was used and after suture deployment, the sutures were found torn (suture break). Sutures of additional proglide device was successfully placed using the preclose technique. The sheath was upsized to an 8f, 10f, 12f and then to a 16f. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures of the proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture tear/break was not confirmed; the suture was not torn/broken. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.